Event description:
Made aware by operating room nurse that upon opening lap sponges, they were noted to break apart at fall on the drapes. Multiple packs of the same lot number were opened. Packs not noted to be expired. No pt harm. Surgeon aware as well as ops manager. Sponges saved for risk and will be picked up on monday.